Event description:
In 01/2006 the lay user/pt contacted lifescan alleging that his one touch ultra was intermittently turning off during use. The pt first noticed the meter's intermittent power issue about a month ago. His meter would flash on and off after applying blood to the test strip. Throughout the past few weeks, the pt was experiencing high blood sugar symptoms of nausea, weakness, heat all over body, dizziness, faint-like symptoms, and just sick; however, the pt was only able to obtain 25% of his meter readings due to the intermittent power issue which were reported to be in the "300's mg/dl." The pt called the "nurse line" and was advised to go to the hosp. The pt took himself to the hosp shortly after recognizing the meter issue and again about 3 or 4 days prior to calling lifescan (unspecified dates) for his high blood sugar symptoms. On both hospital visits, the pt was given insulin for hyperglycemia treatment and his blood sugar level tested at "300-400 mg/dl." Piror to receiving any medical attention, the pt took 10 units of novalog on his own. From when the power issue started until when he called lifescan, the pt continued his medication regimen and continued to attempt to test 3 times a day and has not made any changes to his diet. The meter, test strips, and control solution were replaced.